Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels of 23 mg/dl. Contact assisted the customer with providing juice and glucose tablets. Reportedly, the basal rate and carbohydrate ratio settings had been programmed incorrectly by the healthcare provider (hcp). Customer consulted with hcp and made adjustments to the pump settings.

Manufacturer narrative:
(A device evaluation was not performed as the customer acknowledged that the root cause of the reported issue was due to the pump settings being inaccurately entered by the healthcare provider and needing adjustments. The customer consulted with healthcare provider regarding making the adjustments to the pump.) (No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.)